Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 04/18/2013 reuse, electrode belt sn (B)(4): 01/16/2013 reuse.

Event description:
A us distributor reported that a patient reportedly died on (B)(6) 2016 between 2 and 3 pm while reportedly wearing the lifevest. A review of the patient's downloaded data indicates that the device was powered on at 12:44:09 on (B)(6) 2016. The patient was in sinus rhythm at 60 bpm transitioning to vt at 290 bpm. The patient was in vt for approximately 10 seconds before the electrode belt was disconnected at 2:41:35 pm on (B)(6) 2016. Subsequent monitoring of the patient was not possible due to device deactivation. It is unknown who disconnected the electrode belt. The patient passed away on (B)(6) 2016.